Manufacturer narrative:
The actual device in the reported incident has not yet been made available for the manufacturer to evaluate and a lot number was not reported. Without the sample and a lot number a thorough evaluation could not be performed. There are generally two causes for this type of incident. First, while inserting the catheter into the vessel, the nurse may re-cannulate the stylet needle through the i.d. Of the catheter and perforate the wall of the catheter causing a fracture. The instructions for use supplied with the introcan safety state the following: "after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off, leading to catheter embolism." Secondly, when removing the tape and/or dressing from the catheter insertion site, a nurse may use scissors and inadvertently cut the catheter. Neither of these practices, re-cannulating or using scissors in the area of a catheter, are recommended practices. Without the sample for evaluation, no specific conclusions can be drawn. All available information has been provided to the actual manufacturer, b. Braun medical industries. If the actual device is received, a follow-up report will be filed.

Event description:
As reported by the user facility: catheter inserted in or in 2008. Part of the catheter broke off during removal the following day. Has portion of the catheter, approximately 1/2 inch, as sample. Fragment retrieved surgically. Incident occurred while patient was on the surgical head & neck floor. Additional information provided by the facility indicated the patient suffered no adverse sequela associated with the incident. The catheter fragment was surgically removed without incident. The lot number remains unknown since the catheter was placed in the or. No other information is available at this time. The sample will be returned for evaluation.